Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port while the patient was being intubated. The following information was provided by the initial reporter: "it was reported to me that a bd venflon cannula had failed and was leaking via the injection port suggesting the one way valve inside has failed.bd venflon, pro safety, batch no 0206927p41 this occured whilst the patient was being intubated in theatre 4. What immediate actions were taken: venflon was removed and replaced with another. All stock with the same batch number removed from theatre."

Manufacturer narrative:
4h6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection port while the patient was being intubated. The following information was provided by the initial reporter: "it was reported to me that a bd venflon cannula had failed and was leaking via the injection port suggesting the one way valve inside has failed.bd venflon, pro safety, batch no 0206927p41 this occured whilst the patient was being intubated in theatre 4. What immediate actions were taken: venflon was removed and replaced with another. All stock with the same batch number removed from theatre."